Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed

Manufacturer narrative:
Analysis of the pump found no anomaly. The pump was implanted for only 28 months, but the estimated elective replacement indicator (eri) in one month was due to motor revolutions. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported, the pump was explanted on 2014 (B)(6) due to premature battery depletion. The patient status was noted as alive with no injury. No patient symptoms were reported. The pump was used to deliver baclofen, dilaudid, and bupivacaine. Additional information noted the pump delivered compounded baclofen. It was reported, the patient recovered without permanent impairment. It was stated, the high flow of the patient¿s pump would cause the battery to deplete faster. It was stated, the new pump currently had an elective replacement indicator (eri) at 54 months.